Event description:
Right subclavian tlc insertion. Pt prepped and draped in usual sterile fashion. Right subclavian vein cannulated; guidewire inserted but did not advance well. Removed with some resistance. Did not appear totally intact. Chest x-ray reveals 1cm metal wire in right subclavian vein region.